Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller displayed a settings not available message. The patient could decrease settings, but they could not increase. The stim was less than half of what it normally was, so she had pain and it was "burning" in her leg and felt like her sciatic nerve might cramp so it was hard to walk. Other groups had the same results. The patient was redirected for reprogramming. No further complications were reported. Additional information was received from the patient. They provided their weight information. Patient added that they contacted on (B)(6) 2020 to report the device had stopped functioning. Patient had no idea what caused the device to quit working. Patient has been in quarantine since (B)(6) 2020 and not doing much of anything. Patient has not fallen, done anything out of the ordinary except to sit far too much. Patient attempted to get an appointment to meet up with a representative to re-program the device. Rep said they could not meet up with them outside of hcp office. The hcp office, due to the covid-19, are not taking appointments. Patient waited a few weeks but the pain level got to a drastic point. Patient contacted their gp and attempted to get them to set up an appointment direct with the rep since they were taking appointments. They refused, saying they could not be involved since they had nothing to do with the device and didn't know anything about it. Patient was somewhat devastated the couldn't get anybody to understand; they just needed to meet with the rep to program the device. Patient then contemplated going to the ER just to get rep to meet up with them. The rep met up with the patient on (B)(6) 2020 at a different location. The rep spent about 15 minutes and had the device working again. Neither one of them were overly concerned about the virus issue. Patent's complaint/question was why is there no protocol for such a situation. Nobody considered patient's high pain level (8-9) as critical or of concern enough to figure a way to resolve it. Had patient not tried the different options to get the meet-up, it wouldn't have happened. Patient added they called with the complaint about the device failure because their pain level was high without it functioning. Being isolated and in high pain, almost pushed patient over the edge. At this time, patient has been told that somehow (2) of the leads no longer work at all and (2) are "yellow" and not functioning properly. Rep did a re-programming around these leads and it's functional and at least giving patient some relief. It's not where it was in the beginning but at least the pain level is down to a 4 most of the time. Patient can live with that. Patient has left a message with the hcp office that they want to meet up with them to discuss options as soon as their office is open. On (B)(6), rep stated that she did meet with the patient and found two of the electrodes had high impedances of 40,000 ohms. The cause is unknown. Patient did mention that they started doing light activity/yoga etc. But did not feel any significant change due to that. Patient was very satisfied with the programming and no further actions were planned. Patient has no upcoming appointments. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that an impedance check showed that electrodes 2 and 11 are low (620-640 ohms) and 3-5 are out of range and greater than 40,000 ohms. There were no external factors noted to be contributing. The patient was reprogrammed which resolved the issue. No surgical intervention was planned or performed at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the root cause of the high impedances and lack of therapy had not been determined. The patient had been programmed with dtm therapy, but no additional actions had been taken. It was unknown whether the issue had resolved with reprogramming, but the rep indicated they would follow up for more information. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep had left several messages with the patient to follow up on pain relief; there was no answer and no call back.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had no pain relief with current settings. The patient has been programmed multiple times with no relief since their trial. The patient has a meeting set up to troubleshoot the issue on (B)(6) 2020. The issue has not yet been resolved at the time of the report. Surgical intervention has not been planned or performed to resolve the issue. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.